Event description:
It was reported that the user¿s ilet repeatedly locked on the fill tubing step when ¿no¿ was selected during a supply change, the screen then went blank, and the behavior persisted after restarting the device and performing a firmware update; a blood glucose reading of 220 mg/dl was obtained during the update. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.